Event description:
This device was returned without oos documentation. The local rep had no info regarding this explant. Medtronic and boston scientific have no info regarding this pt. Per st jude medical, this device was replaced with a st jude device on (B)(6) 2011. Per the following physician's office, this pt was in the emergency room with a "pacemaker failure". The indication for explant was "pacemaker malfunction," however the nurse had no info as to the specific nature of the malfunction. At this time both leads were capped.